Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would contribute to this event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the otw omnilink elite instruction for use instructs to pre-dilate the lesion with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a chronic total occlusion in the left common iliac, the physician wanted to perform a kissing stent technique and pre-dilatation was not performed. An 8.0x59 mm otw omnilink elite stent system was advanced and became stuck in the lesion and would not advance any further and could not be withdrawn. Reportedly, the stent system started bending in the vessel and the decision was made to deploy the stent where it was at in the lesion; however, a portion of the implanted stent was in healthy tissue. Post stent deployment the stent system was withdrawn from the patient anatomy without issue; however, it was noted that the distal end of the implanted stent was fractured. A 8.0x19 mm omnilink elite stent system was advanced and implanted overlapping the fractured stent to compress it against the vessel wall. Two additional omnilink stents were implanted to successfully treat the target lesion without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.